Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer who reported that I-stat cg8+ cartridges yielded a discrepant hematocrit (hct) /hemoglobin result of 20.7/6.8 on patient.additional information was provided by the customer on (B)(6) 2014 which indicates the patient ((B)(6)female) was undergoing surgery and was given a blood transfusion based on the on the I-stat hemoglobin result of 6.8 g/dl.. There was no other additional patient information available at the time of this report.method time hct/hb sample commenti-stat 07:53 29/9.9 a result 1: pre by-pass no cpb used. Sysmex 5000 08:31 30.9/10.0 a result 1: pre by-pass no cpb used. I-stat 11:40 25/8.5 b rewarm; cpb used. Sysmex 5000 unk 26.6/9.0 b rewarm; cpb usedi-stat 13:21 20/6.8 c post bypass; cpb usedsysmex 5000 unk 21.7/7.4 c post bypass; cpb usedapoc is unable to ascertain if the transfusion was necessary. However there is no reason to believe that a product malfunction exists. Review of the information provided by the customer suspect user error given the customer customization for hematocrit on the I-stat system. The customer states that product is not available for investigation. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).the investigation was completed on 07/07/2014. Return product was not available for investigation. However, retain cartridges were tested and are functioning according to specification